Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced infection at the ipg site. Surgical intervention was undertaken wherein the system was explanted. The patient was prescribed antibiotics, and the infection has since resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.